Event description:
It was reported that the zimmer dermatome was not cutting at correct depth. Additional clinical follow up with the hospital indicated that there was no report of harm, injury, additional tissue harvest, delay increased surgical time, or medical/surgical intervention.

Manufacturer narrative:
Beginning (B)(4) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 7 years old and has never been returned to the manufacturer since purchased. Prior to repair, the device displayed a thickness control lever that was sticking and loose swivel. The device was also out of calibration at the zero thickness setting on the right side and out of side to side calibration as well the sticking thickness control lever and lack of calibration most likely caused the customer's event to occur. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.